Event description:
It was reported that the back section of the surgical table allegedly raised on its won during a surgical procedure due to a malfunctioning hand pendant. There was no reported adverse consequence to the pt. The hand pendant was reportedly replaced.

Manufacturer narrative:
The unintended movement of the surgical table was alleged caused by fluid getting into the hand pendant. The pendant was replaced as part of a remedial action.